Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the analyzer atrial connector was faulty. It was noted that the analyzer failed ID test on the first attempt whereupon the test cable was reseated and the analyzer passed the test. The analyzer was tested using the virtual interactive patient and could not confirm any fault. It was noted that disturbed pin was found. The customer was provided with a replacement analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer atrial connector was observed to be faulty during a patient procedure. It was noted that an alternative analyzer was used without issue. The analyzer was received into service. No patient complications have been reported as a result of this event.